Event description:
Two separate body/stem separator instruments broke in attempt to separate a body and stem of a restoration modular implant.

Manufacturer narrative:
An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. The chuck adaptor subcomponent of the instrument was returned fractured the device fractured at the base of the attachment threads. Material analysis of identical events from the same manufacturing lot has found no evidence of material or manufacturing defects. A review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. A trend request has been submitted to evaluate the multiple events. The returned device fractured from multiple overload conditions. Material analysis of identical events from the same manufacturing lot has found no evidence of material or manufacturing defects.

Event description:
Two separate body/stem separator instruments broke in attempt to separate a body and stem of a restoration modular implant.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.